Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to exhibiting undersensing on the right ventricular channel. Another device was implanted instead. No further adverse patient effects were reported.